Event description:
It was reported that a transcatheter aortic valve was implanted in a patient. After withdrawal of the delivery system and hemodynamic assessment, a drop in aortic pressure was noted. Ultrasound examination revealed a pericardial effusion, which was punctured and drained. Subsequent angiography and transesophageal echocardiography confirmed the presence of an aortic dissection. The patient became hemodynamically unstable and required resuscitation. During cardiopulmonary resuscitation, the patient was emergently transferred to cardiac surgery and received operative care. The patient died as a result of the consequences of the implantation.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Updated the system reported dcs eval code method - the device was discarded by the facility. Product analysis image review: procedural images including a one 3-second movie clip, transthoracic echocardiogram (tte) image of dissection seen in aorta, and twelve angiographic media files were submitted to medtronic for review. No dicom imaging was provided nor was the patient¿s executive summary provided for anatomical review. The submitted images showed the valve being implanted and a possible dissection originating above the left coronary cusp, and final angiogram revealed an aortic dissection in the ascending aorta. A pre-procedure aortogram was not provided and the information provided is limited; therefore, it was not possible to validate the cause of the dissection. As stated in the device instructions for use, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); death; cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was implanted in a patient. After withdrawal of the delivery system and hemodynamic assessment, a drop in aortic pressure was noted. Ultrasound examination revealed a pericardial effusion, which was punctured and drained. Subsequent angiography and transesophageal echocardiography confirmed the presence of an aortic dissection. The patient became hemodynamically unstable and required resuscitation. During cardiopulmonary resuscitation, the patient was emergently transferred to cardiac surgery and received operative care. The patient died as a result of the consequences of the implantation. Additional information was received to report it was unknown what caused the aortic dissection, subsequent pericardial effusion and death. Per the physician, neither the medtronic valve or delivery catheter system could be excluded as potential contributing factors.